Event description:
A medtronic rep reported that one of the joints of the vertek arm does not tighten enough even when the handle is tightened very hard. This event was reported outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present during reported event. An RMA has been assigned to initiate the return of the suspected device related to this report. No parts have been received by the manufacturer for evaluation.